Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon is to be thoroughly familiar with the surgical technique, implants and instruments, prior to performing surgery." Device remains implanted.

Event description:
During the femoral removal revision, the surgeon was unable to remove the proximal body from the distal stem. The area was irrigated and debrided and the stem was left implanted. This resulted in a delay of one hour.